Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), perforation ("organ perforation") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted for female sterilization. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (removal of the device). Essure was removed in june 2012. At the time of the report, the device dislocation, perforation and pregnancy with contraceptive device outcome was unknown. The reporter considered device dislocation, perforation and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.